Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that when the intellivue patient monitor mx750 detects a three star alarm the device shows a small window, but does not alarm. It is unknown if the device was in use on a patient at the time of the reported issue. No death, or patient/user injury or harm was reported.

Event description:
It was reported that when the intellivue patient monitor mx750 detects a three star alarm the device shows a small window, but does not alarm. It is unknown if the device was in use on a patient at the time of the reported issue. No patient adverse event was reported. A remote service specialist (rss) was contacted customer to clarify the issue. The issue was clarified to be one of no failure at all being alleged, but that the customer was only needing understanding of the workflow of the system. The customer required further knowledge on the system behaviors of the bed to bed alarm overview.